Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient in other country contacted lifescan alleging the pocketscan meter powered off during use and gave an error message. The medical affairs specialist sent follow up questions to the technical service rep (tsr) to ask the pt. The pt stated the meter started powering off during use and giving the error message on approx the previous month at 1 pm, and was not able to test on her meter thereafter. The pt mentioned she had symptoms of "pins and needles around the mouth and lips, and shaking" on original date at 11:30am. She claims that the symptoms were due to her blood sugar level dropping. She said she drank half a bottle of lucozade and had a sandwich and felt better 15-20 minutes later. The pt was tested on a hosp meter in the month prior to original month because she was admitted for her liver disease. She was not provided with the readings. The hosp told her that if she does not control her diabetes better, she will have to take oral medications and the scarring on her liver will get worse. She is currently not on any medication for her diabetes, but is on diet control and has cut all foods containing sugar from her diet. The pt states that she would have controlled her diet better had she been able to test on her meter. She ate a normal amount for her before the time she experienced symptoms, and did not engage in any rigorous activity. She tested her blood sugar twice a day prior to having symptoms and now tests six times per day. The hosp tests her blood sugar 3 times per week. It was determined during the troubleshooting telephone call, the meter shut off before the automatic shutoff time was up. There appears to be no misuse of the product. The pt did not replace the battery per the owner's manual. This complaint is being reported because the pt alleged the meter powered off during use, and due to that, reportedly she was unable to use the meter to adjust her diet and reported symptoms indicative of hypoglycemia after the reported issue.